Event description:
Arthritis [arthritis]. Pain in left knee [arthralgia]. Swelling in left knee [joint swelling]. Started using axillary crutch [walking aid user]. Joint effusion [joint effusion]. Case description: spontaneous sport was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt initials (B)(6) with gonarthrosis. The pt's medical history was significant for medial meniscus injury revealed by MRI on (B)(6) 2011), previous treatment with artz injection several times, right knee pain (in (B)(6) 2008), left knee pain ((B)(6) 2011) and partial menisectomy ((B)(6) 2011). On (B)(6) 2012, the pt initiated treatment with synvisc (hylan gf-20) injection, route and dosage regimen not provided, in left knee. The lot number of synvisc was not provided. On (B)(6) 2012, the pt received second synvisc injection. On the same day, the pt developed arthritis, pain and swelling in left knee at night. On (B)(6) 2012, arthrocentesis was performed and 40 ml of fluid was aspirated. Synovial fluid culture test was negative. On the same day, the pt started using axillary crutch and received treatment with diclofenac sodium, suppository for left knee pain, left knee swelling and arthritis. On (B)(6) 2012, the pt received treatment with corticosteroid injection in left knee for left knee pain, left knee swelling and arthritis. The action taken with synvisc treatment was not provided. The outcome for the events of swelling and "started using axillary crutch" was not provided and the events of arthritis, pain in left knee and joint effusion had not yet recovered. Concomitant medications were not provided. The intensity of all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite and did not provide the relationship between synvisc and the events of left knee pain, left knee swelling, joint effusion, joint swelling and started using axillary crutch.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified an mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.